Manufacturer narrative:
It was reported patient underwent an unknown procedure on (B)(6) 2018. During the procedure, a cannulated cancellous screw 4.5mm with the length 65mm broke due to unknown reasons. Surgery was completed with a delay of more than 30 minutes. This complaint involves 2 devices. This report is 2 of 2. No lot-no information was provided, so the DHR of the last three batches that were send to our distributor were inspected and no deviation was detected.

Event description:
It was reported patient underwent an unknown procedure on (B)(6) 2018. During the procedure, a cannulated cancellous screw 4.5mm with the length 65mm broke due to unknown reasons. Surgery was completed with a delay of more than 30 minutes. This complaint involves 2 devices. This report is 2 of 2.